Manufacturer narrative:
Device evaluated by manufacturer (section h3) updated to "yes".

Manufacturer narrative:
The customer did not return the suspected device for evaluation. A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for contour next one s/n: (B)(6) as 26-apr-2016. The correct device manufacture date is 03-may-2016. Section h4 has been updated with this information.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in the customer's age and weight were not provided.

Event description:
The customer alleged that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.